Event description:
Event description guidant received information that this ventricular lead was dislodged due to twiddler's syndrome. The lead could not be successfully repositioned due to patient anatomy issues.